Event description:
The biomedical technician (biomed) for a user facility reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. The blood leak was external. The dialyzer cracked where the top piece connects to the body. Blood was visually observed clotting at the seam of the dialyzer where the header connects to the body and leaking down. No blood leak alarm was received as blood was not introduced into the machine or dialysate. Additional information was obtained during follow-up with the biomed and a registered nurse (rn). The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: h3 plant investigation: the complaint device was not returned for manufacturer evaluation, however three photographs were provided. The first photo shows an up-close view of the bell housing and the dialysate port connected to the machine, there was blood visible on the housing beneath the rim of the header, as well as on the hansen connector attached to the dialyzer. The second photo shows the upper bell housing on the label side, and blood was visibly running down the housing from beneath the header cap. The third photo shows the product label. Based on the photographs, an external blood leak did occur; however, there were no cracks or damage visible on the dialyzer header cap in the photographs. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) and one nonconformance reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The reported issue is confirmed, however a definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
The biomedical technician (biomed) for a user facility reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. The blood leak was external. The dialyzer cracked where the top piece connects to the body. Blood was visually observed clotting at the seam of the dialyzer where the header connects to the body and leaking down. No blood leak alarm was received as blood was not introduced into the machine or dialysate. Additional information was obtained during follow-up with the biomed and a registered nurse (rn). The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and unavailable to be returned to the manufacturer for evaluation.